Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 1-9 colony forming units (cfus) of pseudomonas aeruginosa at the distal tip. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The legal manufacturer reviewed the customer-provided cleaning, disinfection, and sterilization (cds) processes provided by the user; no information was obtained that would allow us to determine if any deviation was performed from the information for use (IFU). The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: 2024/10/02; sampling from: distal end; cfu: 1¿9 cfu: bacterial identification: pseudomonas aeruginosa. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.